Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2017 with the following findings: a review of the black box showed the user installed partially discharged batteries resulting in replace battery alarms. The battery compartment was cracked on the side from the threads to the cover. Unrelated to the original complaint, moisture was found in the battery compartment. Additionally, the battery cap was not returned and a test cap was used for all testing. A leak test failed due to a battery compartment leak. The current draws measured within specifications. The pump cover was removed to find moisture on the printed circuit board and continuous glucose monitoring module. A battery life issue was not duplicated during testing.